Event description:
The customer was receiving an error alarm. During the call the customer was hospitalized due to hypoglycemia. It was stated that the customer has been running high and treated with 10u bolus of insulin, which brought the bgs to low. The doctor gave no opinion or diagnosis of what caused the low bgs. Troubleshooting was performed. It was confirmed that there had been no basal rates programmed on the pump for serveral days due to the error alarm.